Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 09/24/2016 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer originally sent in device for unknown, needs repairs/service. The customer clarified on (B)(6) 2020 that the 8110 was sent out due to plunger failure. No patient involvement was noted.